Event description:
A cartridge alarm was reported. The customer's blood glucose level was recorded as "high," indicating a specific value was unknown. To address the high blood glucose, the customer administered correction boluses via their pump and occasionally used manual injections. Technical support assisted the customer in loading a new cartridge using the proper technique, allowing the customer to successfully resume insulin therapy, and the issue was resolved.